Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and emergency medical service was dispatched on (B)(6) 2021. Blood glucose reading was over 300 mg/dl at the time of event. Customer stated they found had an covid in hospital. The customer stated they were unable to upload carelink. The insulin pump will not be returned for analysis.